Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2016 with a bifurcated and suprarenal aortic extension. Subsequently, on (B)(6) 2016, the patient was taken to the hospital emergently where the physician determined there was complete graft occlusion. Physician elected to use a non-endologix device to repair. Patient also had an above knee amputation. Patient is in stable condition.